Event description:
The hcp reported, the lead was placed with a tuohy-needle in the epidural space. The physician then changed the kinked mandrin against the straight mandrin. While pushing the lead forward, under x-ray control, the pt felt pain. The lead was then removed. The mandrin had perforated the lead inside the epidural space. A new lead was implanted. The pt felt good after surgery.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is complete.